Manufacturer narrative:
The correction of b5 describe event or problem and d4 serial# fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: getinge became aware of an issue with one of surgical lights - powerled. It was stated and confirmed by photographic evidence the paint was peeling off the headlight and the handle. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event or problem: getinge became aware of an issue with one of surgical lights - powerled. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling off headlight, fork and handle. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Previous d4 serial#: (B)(6). Corrected d4 serial#: (B)(6). Getinge became aware of an issue with one of surgical lights - powerled. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling off headlight, fork and handle. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed devices were or were not being used for patient treatment or diagnosis when the event took place. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: - iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. - iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. - paint definition pfc066. This procedure defines maquet sas's requirements for all painted parts. - disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint peeling on headlight is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced, and it must have started years ago. Such troubles should have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual. The damaged parts must be replaced as soon as possible. The paint chip or paint damages on fork and handle are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. The designated complaint unit employee confirmed based on photographic evidence that the paint was peeling off headlight, fork and handle. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated and confirmed by photographic evidence the paint was peeling off the headlight and the handle. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Initial reporter: (B)(6). Event site name: (B)(6). Event site telephone: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.